Event description:
Patient was undergoing a stapled hemorrhoidectomy in the or. The pursestring was circumferential without gaps. The hemorrhoidal circular staple anvil was inserted. The pursestring suture was tied around the shaft leading from the anvil to the stapling device. The ends of the polypropylene suture were brought out through the portals on each side of the stapler. These were tied together and tension was placed on the suture as the hemorrhoidal stapler was closed to the appropriate position on the gauge. There was a 30 second delay and the stapler was fired. When the stapler fired, there was a sound that the surgeon had never heard before. After another 30 seconds, the stapler was removed along with the circular anal dilator and the stapler was opened and circumferentially, the staples had not fired. The staples were bent. The pursestring circular anoscope was inserted and using 2-0 polysorb suture, deep sutures were placed along the proximal staple line, which dehisced, and deep into the tissue to stop the bleeding and then sutured to the distal line of dissection. Estimated blood loss was 50 ml. The patient was admitted for postoperative care and observation. The patient was discharged in 2005.